Manufacturer narrative:
H.6. Investigation: as the defect is unknown, a DHR review could not be completed. A complaint analysis could not be performed as the sample received was contaminated. The complaint could not be substantiated as the complaint defect is unknown. H3 other text : see h.10.

Event description:
It was reported that bd posiflush¿ xs pre-filled flush syringe was faulty. This was discovered during use. The following information was provided by the initial reporter: patient has returned one posiflush item ref chap0349, 306572 pfs 0.9%p/flush xs saline 10ml st. They have described the item as faulty but no further information.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd posiflush¿ xs pre-filled flush syringe was faulty. This was discovered during use. The following information was provided by the initial reporter: patient has returned one posiflush item ref (B)(4), 306572 pfs 0.9%p/flush xs saline 10ml st. They have described the item as faulty but no further information.